Event description:
It was reported that during a ptca procedure, the tip of the wire separated inside of the pt. The pt to bypass surgery. The wire portion remains in the pt. Pt status is listed as "ok".

Manufacturer narrative:
H.2 add'l analysis of the returned product revealed the wire had separated proximal to the forming ribbon. The wire was bent at the separation site. The cause of the wire damage could not be determined.